Event description:
During a remote follow-up, noise resulting in oversensing episodes were observed on the right ventricular (rv) lead. Lead insulation was suspected but it was not confirmed. No intervention has been performed. The patient is stable with no consequences.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.